Event description:
The customer reports that the ac receptable is loose and they would like a replacement. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.